Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. The customer's biomed confirmed the reported pressure issue. The biomed found that the mating surface was slightly concave and not making a good seal. The customer's biomed installed a new heated bacteria filter and unit now passed the est prv test.

Event description:
The customer reported that during the extended self test (est) the unit failed the pressure relief valve (prv), was not building enough pressure. There was no patient involvement.